Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was approximately 180-190 mg/dl. A replacement pump and transmitter was sent to the customer to resolve the issue. The customer will revert to administering manual injections for insulin therapy.